Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, the lot number given was invalid which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that during articular labrum reconstruction surgery while drilling the gryphon drill bit was broken distal of stopper and shaft connection. The surgeon commented that the patient¿s bone quality was hard. The surgery was completed without any problem however it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. It was a brand new and the first use when the issue occurred. There was no harm to the patient reported. There was less than 30 minutes of surgical delay indicated. There was no further information to be provided by the hospital. Additional information provided by the affiliate reported no broken fragment was remained in the patient¿s body. The surgeon confirmed this under x-ray.